Event description:
Event description guidant received information that during the follow-up visit, this pacemaker could not be interrogated, despite the use of multiple programmers and wands. In addition, the device did not pace with magnet application. The patient's intrinsic rate was 62-64 bpm, therefore, the patient was sent home and was admitted for further testing. Previous follow-up visits reported normal device function with a battery longevity of >5 years remaining. The decision was made to remove and repalce the device.